Event description:
The customer reported to customer service that the battery for the pump was leaking a clear liquid and had an "acidy" smell. No injuries were reported.

Manufacturer narrative:
Per additional info provided by the end user (person who reported the issue to medela was a store owner) on (B)(6) 2012, the battery would not hold its charge within a couple weeks of receiving it. She kept it plugged in when pumping, but last week it stopped working completely and looked like it was leaking. It smelled acidic and the leaking substance was a clear liquid. She noticed some melting or corroding around where the adapter connects to the pump. The original product has not yet been received for evaluation. It si very unlikely that the battery is leaking, as it has two protective enclosure to prevent such an occurrence. However, if the clear liquid reported by the customer is a result of leaking from the sealed battery, then there exists a potential for acid burns. Should additional info or the original product be received, resulting in new, changed or corrected info, a follow up report will be filed. We will monitor complains for similar issues.